Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a care giver (cg) saw air bubbles in the supply lines during therapy on a homechoice (hc) device. The home patient (hp) was connected at the time of the observed air. There was nothing found during troubleshooting that would cause or contribute to the air. The technical service representative (tsr) assisted the cg in ending therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.